Event description:
It was reported that during testing conducted at the user facility an attachment became loose from the device, rendering the accuracy compromised. No patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
During the visual inspection it was observed that the interface of the tracker was loose. Any physical impact to the tracker can cause or contribute to the reported event.

Event description:
It was reported that during testing conducted at the user facility an attachment became loose from the device, rendering the accuracy compromised. No patient involvement or procedural delays were reported with this event.